Event description:
It was reported that the patient passed away due to right heart failure (rhf) and multisystem organ failure (msof). The patient was placed on extracorporeal membrane oxygenation (ECMO) after left ventricular assist device (lvad) implantation and was unable to be weaned from bypass machine. The patient never woke up from surgery and was never able to come off ECMO so the patient's family signed a do not resuscitate (dnr) order and then did a terminal wean.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient did not have right heart failure before the left ventricular assist device (lvad) implant and that device related issue did not cause or contributed to the right heart failure. The death was not considered to be lvad related and it operated as expected. No device was to be returned for evaluation.

Manufacturer narrative:
Section h6: health effect - clinical code (4581): multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient outcome could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19oct2018. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.